Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt reported it came unplugged last night their "leads came off the wires" somehow when they were sliding in and out of a car or in and out of the booth at the restaurant. Pt said today they went to the doctor and they were hooked back up.patient's leads came off again and she was advised by physician to leave them disconnected. Pt said they were calling today because they just got a message on their handset that said it was disconnected but then they pushed something and it went away. Pt asked if pss could check remotely to see if their trial equipment was working as expected. Worked with pt to use the control equipment to check their settings and after seeing google account action, exiting that and launching mytherapy pt was successful to connect and reported they just turned stim up to 0.4 on the right side and they noticed a feeling of stim but not overly. Reviewed the handset will show them a message if there is something disconnected. The troubleshooting steps that were taken on the call resolved the issue. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID 305901, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. It was reported that patient mentioned they have  a sharp pain on her left side, a slight pinch. Patient mentioned their  leads came out last night and they not know how to put back in.  No further complications were reported/anticipated at this time.